Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2005, 5071-35, lead, implanted: (B)(6) 2005. Product event summary: the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device indicated elective replacement (eri) early. It was also reported that the left ventricular lead threshold was high. The device was explanted and replaced, and the lead was capped and not replaced because the new device implanted was a dual-chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.